Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete implant date. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg became inoperable following a surgery unrelated to the scs system. Reportedly, the ipg was not put into surgery mode. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored postoperatively.

Manufacturer narrative:
The report of an inoperable ipg was confirmed. It was determined the device was running the service application software, which functions as a type of safe mode for the device. This condition is consistent with electrocautery use during surgery and per the reported event, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinician¿s manual concerning handling of the device during a surgical procedure: ¿to avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app¿. Using the universal engineering programmer (uep), the device was recovered and booted into the therapy application state. From there, the ipg passed all functional testing. As a result of this finding, actions have been taken to prevent reoccurrence.